Event description:
Customer reports inconsistent act results using hemochron signature elite / act-lr on two pts undergoing unspecified catheterization procedure. This report is for pt 2 of 2. As initial act of 350 was subsequently repeated with a 400 act result. Physician performed additional act using another specimen and 2nd unspecified hemochron signature elite and used that act result. No adverse event, serious injury reported for this pt.

Manufacturer narrative:
(B)(4). Due to recent receipt of info by itc clarifying reporting rules where both multiple pts and multiple devices are involved. In accordance with that info, this f/u report clarifies the pt - adverse event relationship as opposed to prior reports which noted the device - adverse event relationship. Customer provided investigation info. - eqc acceptable, - lqc acceptable.